Event description:
The customer reported that the unit powers up fine, then the display fades until it is completely gone. There was no report of patient involvement.

Manufacturer narrative:
H.3. H.6 -- the factory has not yet received the device for evaluation and this complaint is still under investigation.